Event description:
The complainant is the mother of an 8 year old insulin dependent boy. She indicates that during a recent test using the glucometer dex system she rec'd an e-50 error instead of a blood glucose result. She states that on or about 1/9/99 in the am she tested her son's glucose and rec'd a result of 96mg/dl. Her son was feeling fine. Around noon that day her son played a game of basketball. He skipped his normal lunch and instead consumed a candy bar and a regular soda. At that time he complained of nausea and his mother noticed that he was looking dehydrated and she attributed this to the "sugar" he had for lunch. At that time an attempt was made to test his blood sugar with the glucometer dex system and again an e-50 error was rec'd. The mother tested her son's blood glucose with a back up elite system and a result of hi was obtained (greater than 500mg/dl). Based on this high result additional insulin was given. A request was made to return the system for evaluation.